Event description:
It was reported that the lead migrated and the patient had a loss of therapeutic effect. The lead was surgical replaced with a new lead and reprogrammed. Diagnostic testing and troubleshooting included impedance testing, x-rays and reprogramming. The patient had a loss of therapeutic effect and never had therapeutic effect. The replacement resolved the reported issue. When checking impedance the last 6 were all highlighted. After removing the lead from the stimulator it was discovered what appeared to be dried blood which had clearly been there for a long time in the stimulator. The patient was alive with no injury at the time of reported event date. The stimulator was returned but the lead was discarded. Multiple impedances was noted. The removal was not due to normal battery depletion. Ineffective therapy was noted. The patient recovered without sequela. It was reported on (B)(6) 2014 that normal impedances were measured on all circuits and electrode pair combination.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va034j4, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead; product ID 3093-28, lot # va034j4, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4). Analysis for serial number (B)(4) stimulator found functionally okay and insignificant anomalies.